Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) showed far r over-sensing and inappropriate mode switching. Programming changes were made. The patient was stable.